Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. To resolve the issue customer changed infusion set, cartridge, and resumed insulin. Tandem customer technical support informed customer that the reported insulin is indicated for use with tandem supplies for 3 days. Customer understood and acknowledged.